Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Therefore, the most likely root cause of the access site bleed was user-related due to patient movement.

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had left femoral artery groin site bleeding issues after the impella was implanted for 5 days. Hemoglobin (hgb) was 7.6 and a unit of packed red blood cells (prbc¿s) was transfused. Patient was being kept heavily sedated to keep flat to help with bleeding problems. At the time of explant a day later the groin was managed by manual compression and femostop placement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿